Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was repaired and the high voltage cable was replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the foot-switch on the 9800 system would not work. Also there was a collimator iris potentiometer error message. No patient injury was reported.